Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed sudden drop on it's longevity. An engineering analysis was performed in which result indicated that there were no voltage faults or resets stored in within the device memory. However, the device hardware was not detecting the loss of battery energy that the battery status indicators were not reflecting the depletion condition and were inaccurate. Hence, this should not be relied upon to determine the depletion status of device. The device was malfunctioning and should be replaced then be returned for detailed analysis. To date, the device remains in service. No adverse patient effects were reported.